Event description:
Revision surgery - the pt was experiencing pain and had scar tissue accompanied by swelling. This is a two stage treatment for an infection, this being the first stage. All components have been removed and an antibiotic spacer has been implanted in the pt.